Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the waist pack was returned for evaluation. The pack failed visual inspection. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the waist pack was worn through from normal use and had tears in the pockets that carry batteries. The waist pack was replaced. The waist pack was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that a battery pocket was torn on the magnetic flap. In addition, it was observed that the controller pocket was also torn in the rear side around the seam. As a result, the reported event was confirmed. The most likely root cause of the torn pockets can be attributed to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.